Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received; one detached needle and one used suture that pertained to product code vcp433h. During the visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole of the needle was examined under magnification, and a suture piece was observed attached. The suture was examined, body fluids were found on the strand and the end was observed broken. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gastro-intestinal procedure on an unknown date and suture was used. The problem of the suture pulling off needle happened when suturing the skin. Changed to another three to continue the surgery, the suture was broken. Changed another one to complete the surgery. No adverse patient consequences were reported.